Manufacturer narrative:
(B)(4).

Event description:
The customer called philips because due to physical damage, the therapy connector is loose and requested part info. There was no patient involvement.